Event description:
Revision surgery - due to the center screw of the reverse shoulder prosthesis baseplate breaking and the baseplate failing.

Manufacturer narrative:
The reason for this revision surgery was the center screw of the rsp baseplate broke and the baseplate failed. The length of in vivo service was 12 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 177 prior complaints reported against this part number; summary of investigations: 50 device breaks; others include dislocation, failure, pain, infection, malposition, stability/poor joint, loosening, dimensional concern, dissociation, and trauma. This is the first complaint against this lot number. This event is deemed to be non-product related. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in baseplate failure such as overtorque during initial surgery, unusual loads on the shoulders (such as an obese patient using a walker), or trauma. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.